Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated ove rsensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pacing lead (ipl) information indicated the lead exhibited ventricular high rate episode that showed non-physiological sensing. Review of device data indicated two incidents of implantable pulse generator (ipg) electromagnetic interference (emi) episodes. The ipl and ipg remain in use. No patient complications have been reported as a result of this event.